Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad was less responsive. Customer¿s blood glucose level was unknown. Customer also reported rewind was slower than in the past, had received low battery alert after a week. Customer declined transfer to 24hr troubleshoot. The device will not be returned for analysis.